Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) was contacted by the patient stating he has not charged his device in over a year due to medical reasons unrelated to the device or therapy. The rep suspected over discharge and inquired how to bring it out using physician reset mode (prm). Prm as well as clearing por information was reviewed for the rep. On 2020-02-28 information was received that the rep had offered to "determine" the situation on the patient's schedule, however, the patient asked to wait as the they were "not doing well due to many comorbidities" not related to dbs. "Overdischarge" was not confirmed and the issue was not yet resolved.